Event description:
The customer reported that a new double lumen PICC line was placed in the morning. A maxplus connector is connected to each PICC female luer and then an orange swab cap is placed onto each maxplus. The user attempted to flush one of the maxplus connectors later that day and was unable to flush the connector. The user had to flush the maxplus with tpa to open up the connector; because of the occlusion the patient¿s discharge from the hospital was delayed. The patient had no issues flushing the maxplus at home and there were no orange swab caps sent home with the patient. The customer suspects that the orange swab cap is pushing down on the maxplus, causing reflux into the catheter.

Manufacturer narrative:
The customer¿s report of the connector occluding was not confirmed. Visual inspection noted no cracks, crazing or breaks on the connector and the blue valve was in the closed position and flush with the top of the housing when the swabcap was removed to inspect the connector. There were no other anomalies. Functional testing was performed by removing the swabcap and priming the connector with clear water. There was no instance of occlusion the root cause of the customer¿s experience of an occlusion was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.